Manufacturer narrative:
Block h6: imdrf device code a150208 captures the reportable event of stent second flange stuck in scope. Imdrf device code a150205 captures the reportable event of delivery system difficult to advance. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization imdrf impact code f2203 captures the reportable event of imaging required.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to treat walled off necrosis (won) during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. During the procedure, the physician reported when trying to come out at step 4, the stent came away with the catheter tip. But later it was discovered that the stent and tip was stuck inside scope at the point of scope decontamination. The procedure was completed by using another of the same device. The patient was brought in for a scan again to confirm drainage was sufficient and to see if new stent was in the correct place. The patient was kept in the hospital for observation.